Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown without alarming. The customer powered the unit off and on and again the unit shutdown after a short time. This happened several times. The pt was switched to another unit and therapy was continued. No pt injury was reported.